Event description:
It was reported that the plastic liner appeared to have melted and fused onto the implant (inside the packaging). This had no effect on the operation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.